Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that a computed tomography (CT) scan of the abdomen was performed on (B)(6) 2018. It was noted the apex of the filter touches the anterior wall of the inferior vena cava near the confluence with the left renal vein. There is a tilt relative to the central line of the inferior vena cava. The apex of the filter is just above the level of the renal veins. All of the filter legs penetrate the caval wall with a maximum transverse penetration distance of 6 mm. One of the caval legs touches the anterior superior corner of the l3 vertebral body but does not penetrate cortex. Another leg just touches the superior margin of the proximal third portion of the duodenum. The remainder of the filter legs extend into the pericaval fat. No pericaval hemorrhage. The inferior vena cava has a normal caliber. No abdominal aortic aneurysm. There are no plans for removal of the filter.

Manufacturer narrative:
Date of event updated from (B)(6) 2020 to (B)(6) 2018.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.